Manufacturer narrative:
H.6 investigation summary: material 297354 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2096756 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken for contamination, fill volume, or broken tubes on this batch. Retention samples from batch 2096756 (10 tubes) were available for inspection. No defects were observed in 10/10 retention samples from visual inspection. For further investigation of contamination, two tubes were placed into incubation. One retention tube went into 33-37-degree celsius incubation, and one tube went into 20-25-degree celsius incubation. At the end of a seven-day incubation period no microbial growth was observed. One photo was received to assist with the investigation: ¿ the photo shows four tube from batch 2096756. The media in one tube appears to be turbid and the fill volume appears to be lower than expected in two tubes. The determination of a broken or cracked tube cannot be determined from the photo provided. No returns were received to assist with the investigation. This complaint cannot be confirmed for broken tubes based on the evidence provided by the photo received. This complaint can be confirmed based on the evidence provided by the photo received for contamination, and fill volume. Bd will continue to trend complaints for contamination, fill volume, and broken tubes. Bd ships product in temperature controlled trucks to distribution centers. Distribution centers are provided with shipping and storage guidelines. Mishandling of the product and vibrations during shipping can cause broken tubes.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth contamination occurred. The following information was provided by the initial reporter: customer states product exhibits low fill volume and contamination.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth contamination occurred. The following information was provided by the initial reporter: customer states product exhibits low fill volume and contamination. Hazard, injury or erroneous results? No hazard, injury or erroneous results details.